Event description:
It is reported that the device was implanted in 2004. Post-op the locking screw came loose and the articular surface dislocated. The device was revised in 2006.

Manufacturer narrative:
Eval summary: the cause of the reported problem could not be determined due to insufficient info. Eval: no product or pre-op/post-op x-rays were returned for eval. No catalog number or lot number was provided; therefore, the mfg records could not be reviewed.